Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker was in backup mode. The physician believes that the backup mode was due to normal battery depletion. The pacemaker was explanted and replaced. The patient was in stable condition.